Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Patient had a mako right medial uni knee done (B)(6) 2014. He claims that he had continued pain from the beginning. He saw dr. (B)(6) for follow up and requested a conversion to a total. He was scheduled for operation on (B)(6) 2018. The mako components were removed and replaced with a trithlon total knee.

Manufacturer narrative:
Reported event: an event regarding revision due to pain involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 256 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding a revision from a partial knee procedure to a total knee procedure due to pain. There were 4 other reported events ((B)(4)). Conclusion: device inspection could not be performed; no log files or session data was provided because the mps no longer has access to the hard drive containing the files.

Event description:
Patient had a mako right medial uni knee done (B)(6) 2014. He claims that he had continued pain from the beginning. He saw dr. (B)(6) for follow up and requested a conversion to a total. He was scheduled for operation on (B)(6) 2018. The mako components were removed and replaced with a trithlon total knee.